Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The devices were all deployed with no reported issues. It was reported that after touch-up ballooning, angiography identified that the contralateral leg implanted for extension of the ipsilateral leg on the left side unintentionally moved distally and covered the left internal iliac artery. The physician reportedly attempted to resolve the coverage and inserted a sheath and a balloon catheter to push up the contralateral leg. Another angiography showed partially restored blood flow to the left internal iliac artery. The physician elected to monitor the patient, and the patient tolerated the procedure. It was reported that the cause of the coverage was due to a possible distal device migration caused by a touch-up ballooning to the distal portion of the contralateral leg.